Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is still underway. The reported problem (cannot baseline patient) has been confirmed. A root cause investigation is still underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) distributor returned an electrode belt indicating that a baseline ECG recording could not be completed. The patient was issued a replacement electrode belt.